Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (40 mg/dl). Reportedly, the customer intended to lower the pump basal rate due to starting a new diet, however, the customer accidentally increased the basal rate. Customer consumed carbohydrates to address low bg levels. Recommendation was made to discuss pump settings with customer's health care professional.